Manufacturer narrative:
Event originally reported under MFR # 2916596-2020-05072. This admission will now be captured under this MFR #. Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4) could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4). The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22sep2015. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2020 due to epistaxis. Bleeding stopped in admission, inr was 2.36, aptt was 39, hb was 8.3%. The patient received pbscs (peripheral blood stem cells) and ffp (fresh frozen plasma). Hb (hemoglobin) increased to 12 g/dl and there was no further nosebleed. Shortly before discharge, the patient scratched their nose and massive bleeding occurred. Surgery was performed to electro coagulate the septum and tamponade, which was removed on (B)(6) 2020 and the patient was discharged on (B)(6) 2020.